Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, when deploying the first flange, there was no response. The stent was retrieved from the delivery system and was not deployed. Furthermore, upon removal from the patient, it was observed that the first flange had already been partially deployed. The procedure was completed using another device of the same type. There was no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.